Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, ubd: unknown, UDI: unknown. H3, h6: a manufacturer representative, went to the site to test the imaging system. It was reported, that the system underwent a comprehensive evaluation, including hardware, software, instruments, mechanical inspection and imaging modalities. The representative replaced the x-ray handswitch. After the system checkout was performed, the system was confirmed, to be performing as intended. Codes b01, c13 and d02 apply. A23 applies to hand switch was not working, a090501 applies to not taking fluoroscopic (fluoro) shots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, regarding an imaging system being used outside of a procedure. It was reported, that the hand switch was not working. And was not taking fluoroscopic (fluoro) shots. The footswitch could be used, but not the hand switch. There was no patient involvement reported.